Event description:
It was reported the customer received a sensor error alert on their insulin pump. The customer also reported experiencing a low blood glucose of 38 mg/dl. Customer treated their blood glucose with juice. Troubleshooting did not find any damage to the connection bridge or pins on the customer's transmitter. Advised customer their sensor may be damaged. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. One of two sensors failed for low readings. One remaining sensor passed per spec. With accurate readings.